Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple intermittent occlusion alarms. There was no impact to the customer&#38112;blood glucose level. System check was not be performed with tandem technical support as the occlusion alarms occurred in the past.